Event description:
During a pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure to treat atrial fibrillation an inqwire guidewire was used. Sometime after insertion into the patient the guidewire became stuck, so the catheter and guidewire were removed from the body together. Upon inspection it was noticed that the guidewire was stretched out at the end, tissue was observed on the guidewire at the catheter tip, and the guidewire was coming out of the side of the catheter. The catheter and inqwire guidewire were replaced and the procedure was completed. No patient injury was reported. The physician considered the device or procedure to cause or contribute to the tissue stuck on the guidewire.

Manufacturer narrative:
The suspect device is expected to be returned for evaluation. A follow up report will be submitted once investigation is complete. A review of the product history and complaint database could not be performed since the lot number was not provided. Nonconformance's of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.